Manufacturer narrative:
Additional, changed, and/or corrected data: b.7., g.1., h.6.

Event description:
Healthcare professional reported a left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
The reason for reoperation: rupture and exchange of textured breast implants due to the patient¿s concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.